Manufacturer narrative:
Custom bars are no longer manufactured by implant direct.

Event description:
(B)(4), it was reported that after restoration of a cad/cam titanium bar hybrid denture, the screws were loosening and breaking every few months. The custom bar had a fit issue. Inflammation and bone loss were also reported.